Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted with a new device. (B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, after a year of successful implant use the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains.